Manufacturer narrative:
No sample or valid lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but has not been received. (B)(4).

Event description:
A nurse reported that multiple knives were noted to be dull during surgeries. Patient impact information is unknown. Additional information has been requested.